Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that an angio-seal evolution was selected for closure of the right femoral artery following a three vessel intervention. No complications were reported. A right femoral angiogram was performed to assess the site for vascular closure. The pt was a suitable candidate for angio-seal closure based on the instructions for use. The physician proceeded to deploy the angio-seal evolution and hemostasis was achieved. The pt was transferred to her room. Shortly after, the pt began to experience unk complications. The pt returned for further assessment. The left common femoral artery and vein were accessed and angiograms were obtained of the right common femoral artery via contralateral access. The angiogram showed contrast extravasation of the right iliac artery. During this time frame, the pt had been intubated and cardiopulmonary resuscitation (CPR) was being performed for a code blue as a life saving measure. A 5.0/20mm quantum apex nc angioplasty balloon was used to help slow extravasation of blood from site with 6/40mm fluency covered stent also deployed to stop extravasation of blood into the pelvic cavity. Manual pressure was applied for an unk amount of time. The pt's condition continued to deteriorate post-stent placement in the right iliac artery and after two hours and thirty minutes of resuscitation, the code blue was stopped by the physician. The pt had died. The pt received the following medications throughout the procedure: versed (2mg), oxygen (2l/min), angiomax (14 ml, 33ml/hr), fentanyl ((50mcg, 25mcg), nitroglycerin (200mcg, 200mcg), cardene (200mcg, 200 mcg), zofran (4mg), neogynephrine (100 mcg, 50 mcg/min, 100mcg/min), epinephrine (1mg), atropine (1mg), opitray (525 ml).